Event description:
It was reported that customer had physical damage of insulin pump. It was reported that display screen had excessive scratches. Insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump cracked reservoir tube lip, minor scratches on display window, and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.